Manufacturer narrative:
(B)(4). Date sent: 7/17/2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Just to confirm, was it the cartridge deck that was bowed or the anvil jaw?

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the deck bowed after the first or second firing and would not fit back into the trocar. The procedure was completed using a like device of the same product code. There were no patient consequences reported.